Event description:
It was reported that the customer's fill estimates were inaccurate after loading cartridges with insulin and water. The customer's blood glucose level was 400 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.